Manufacturer narrative:
Additional information: device available for evaluation ¿ yes, returned to manufacturer on 01/14/2017. Device returned to manufacturer ¿ yes. Device evaluation: the plunger component was observed in the advanced position. The cartridge was observed fully engaged into the lower body of the device. Visual inspection at 10x microscope magnification was performed. Small particles that could be related to handling the unit out of a controlled environment are observed on the surface of the device. The lens was observed stuck at the end of cartridge tube section. Evidence of viscoelastic residues, ovd (ophthalmic viscosurgical device) was observed inside the cartridge tube, indicating the device was handled and prepared for surgical use. The tip of cartridge was observed deformed. No defects in the plunger/pushrod tip were identified that could impair functionality in the device. The reported issue was verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
A piece of plastic at the end of the cartridge was observed. The customer reported that if they had used the cartridge it would have caused a tear on the intraocular lens (iol). The cartridge was not used. No patient injury or enlargement wound, since the cartridge did not enter the eye. During follow-up, it was confirmed that the tip was deformed, and there was no debris at the cartridge tip. No additional information was provided to abbott medical optics.